Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
While using a 50mm reamer to prepare the acetabulum, the crossbars broke away from the reamer. When the drill reamer was removed after reaming, only the crossbars were attached to the reamer shaft. Doctor removed the broken reamer with a bone hook and continued to ream up to implant a 52mm trident shell.

Manufacturer narrative:
An event regarding crack/fracture involving an acetabular reamer was reported. The event was confirmed. Method & results: -device evaluation and results: the returned device showed sign of use, had small nicks and scratches throughout, and was returned with the crossbar broken off at all four weld locations. Similar investigation by the supplier, has concluded: the malfunction as observed is attributed to dull teeth and wear. Worn reamers will become less effective over time and will require additional forces to ream correctly causing additional stress on the welded edges of the cross bars. These additional forces can cause the observed breakage. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the reported event was confirmed as the device was returned with the crossbar broken at all four weld locations. As per similar supplier investigations, the malfunction is attributed to dull teeth and wear.

Event description:
While using a 50mm reamer to prepare the acetabulum, the crossbars broke away from the reamer. When the drill reamer was removed after reaming, only the crossbars were attached to the reamer shaft. Doctor removed the broken reamer with a bone hook and continued to ream up to implant a 52mm trident shell.